Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high shock impedance measurements continue to be observed.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. Additional information was reported that a follow up was performed to investigate the issue. No noise or out of range shock impedances were noted during testing. A chest x-ray was performed and no anomalies were visible. The ICD and lead will remain implanted and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received that this patient was seen in clinic again and their device interrogated. The physician noted that when the right ventricular (rv) lead is programmed distal coil to can, the impedances are stable and in the 70 ohms range. When the rv lead is programmed with the svc coil in the system, the impedances are greater than 125 ohms. Given this finding the physician feels the svc coil may be compromised and the lead will remain programmed distal coil to can until a device change out is needed for battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Further information has been received that this right ventricular (rv) lead continues to display high out of range shock impedances. Boston scientific technical services (ts) was consulted noted that the shock impedance measurements appear to be saturated, meaning that the sensed amplitudes are saturated. The lead does not display any noise and office checks have found the shock impedance measurements within normal limits. The physician is going to revise the rv lead, but this has not yet been scheduled. No adverse patient effects were reported. This report will be updated following the revision or if any new information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that information was reported via remote monitoring system that another out of range high shock impedance measurement was detected. A request for additional information has been sent and received. The clinic is aware and will continue to monitor the situation. There were no adverse patient effects reported.